Manufacturer narrative:
Investigation: bd received bd eclipse needles and a non-bd holder from the customer facility for investigation. The bd samples were evaluated and no damage or other issues with the threads of the bd needle hub were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle detaches from the holder. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the customer is attaching the eclipse needle to a greiner holder. It was noted that sometimes the attachment is not secure and the needle is detaching from the holder. This is resulting in the patient being re-stuck to collect the required number of tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle detaches from the holder. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the customer is attaching the eclipse needle to a greiner holder. It was noted that sometimes the attachment is not secure and the needle is detaching from the holder. This is resulting in the patient being re-stuck to collect the required number of tubes.